Event description:
The manufacturer received information alleging a device did not meet evaluation criteria for missing rubber feet and a cracked enclosure. There was no harm or injury reported. The device was sent to a service center for evaluation. During evaluation the unit failed the test for o2 low flow. The customer requested no repairs to the device. Evaluation of the device for the o2 low flow is pending.